Manufacturer narrative:
Unit passed active current measurement, sleep current measurement test, self-test and displacement test. No failed battery test noted during testing. Unit was successfully download using thump for history files and trace files. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms or alerts noted during testing, however, power loss alarm on (B)(6) 2024 12:57:04.000 and low battery alert on (B)(6) 2024 08:38:00.000 were found in the history files. Pump was cut open to perform visual inspection and found moisture damage on the pcba 1, pcba 2, force sensor and motor home switch. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: corroded battery tube, battery tube threads - cracked, cracked case, scratched lcd window (minor), scratched case, cracked keypad overlay, missing display window/cover, stained keypad overlay, cracked case (battery tube), pillowing keypad overlay and keypad overlay texture damage. Failed battery test was not confirmed. Cosmetic damage was confirmed at the battery compartment and back of pump. Unable to confirm battery cap contact missing/damaged, pump was not received with original battery cap. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced battery cap contact missing/damaged. The customer reported no adverse event. The event involved product(s) mmt-1884.troubleshooting was performed and confirmed that pump was not accepting a battery and also noticed crack on the case of the pump. No harm requiring medical intervention was reported. Mmt-1884 was requested and customer response was the device will be returned. Customer will discontinue using the pump.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.